Manufacturer narrative:
Section g3 - PMA/510(k) #: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. Data on (B)(6) 2025 was reviewed. The controller event log file revealed there was a power exchange to the mobile power unit (mpu) at 6:06:48, at 6:08:39, a low power hazard/no external power alarm became active due to a loss of power from the mpu. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both power cables. Power was restored from the mpu at 6:08:42, which cleared the no external power alarm. Attempts were made to obtain additional information from the customer regarding the status on equipment exchange and return; however, no additional information was provided. Mobile power unit (serial # (B)(6)) was unavailable for evaluation and is on the mpu recall impacted unit list. Further investigation will be performed if the mpu is returned for evaluation. A root cause of the no external power alarm could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault, no external power and low power alarms. Backup battery fault alarm. ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ no external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two heartmate batteries). 2. Call your hospital contact if connecting to power does not resolve the alarm. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. Under ¿system operations¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called on (B)(6) 2025 for low voltage alarms around 6:00am. The patient said it was happening on the mobile power unit (mpu), not batteries, and noted the connections were tight. The first alarm noted was no external power. The alarm stated to replace the backup battery, but it was already changed about 2 months ago. The screen stated the backup battery was good for 30 months. The patient was in clinic for about 20 minutes and there were no alarms during that time. Log files were submitted for review. The event log file contained a backup battery fault alarm flag which was associated with a failed emergency backup battery (ebb) load test power fault flag. The backup battery was recently installed to replace another backup battery associated with a backup battery fault. Shortly after switching power sources from battery power to mpu power, the event log file recorded a no external power event. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The mpu was on the mpu recall impacted unit list.